Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow-up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the meshgraft ii was not totally perforating the skin.